Event description:
It was reported to boston scientific corporation that a nottingham one-step ureteral dilator was received bent or folded. Neither procedure nor patient was involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the pouch was folded in half. The dilator was bent/kinked in several locations along its working length and the tip was kinked approximately 2mm from the distal end. Based on all gathered information, the most probable root cause is handing damage. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database revealed that two similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a nottingham one-step ureteral dilator was received bent or folded. Neither procedure nor patient was involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.